Manufacturer narrative:
Investigation: one opened 31g x 5mm pen needle sample and two photos were returned from lot. No. 6202811, cat. No. 320129. Visual examination was carried out and it was observed that the patient end of the needle was broken. Indentation marks were also observed on the hub. DHR a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient end of a bd micro fine plus¿ 31 g × 5 mm pen injector needle broke after use. No injury or medical intervention.